Manufacturer narrative:
We were unable to evaluate the device involved in this incident as the components of the device have not been returned for analysis. Should the device or additional information be received, a follow up report will be sent.

Event description:
It was reported at the beginning of an ablation procedure, using a cool flex ablation catheter, the irrigation port detached from the catheter handle. The physician pulled a cool flex catheter out of the box and flushed it. The catheter was advanced into the sheath and an occlusion error appeared on the cool point pump. The physician noted that the irrigation port was broken at the handle, though it was not completely detached. This cool flex catheter was exchanged for another cool flex catheter, which was flushed prior to insertion. When this catheter was advanced into the patient, the physician noted saline leaking from the catheter handle and that the irrigation port was completely detached. The physician exchanged this catheter for a cool path duo ablation catheter to complete the procedure with no consequences for the patient.